Manufacturer narrative:
B3/d10 therapy date: the exact date of event is unknown; however, this was reported to have occurred in the "past three days" prior to february 24, 2026. D4: unique identifier (UDI) #: the lot # is unknown; therefore, the UDI contains only the primary di number. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was being used during an underinfusion of flagyl. This occurred during use with a baxter infusion pump. The underinfusion was noted to be greater than 10%. Clinicians returned to the bedside at the infusion complete screen/alarm and found that the medication had not infused, despite the pump having transmitted intake volume data consistent with a completed infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is intendended to correct investigation conclusions (h6) coding. The orginal investigation conclusion was submitted as d16, but the correct investigation conclusion was d15.